Event description:
The customer reported that on boot up of system the unit will give "bad iris pot" on mailframe display. After rebooting system error goes away and system is operational. Customer reported no patient injury.